Event description:
It was reported that when the device was used during an unknown procedure, the device fired malformed staples and was difficult to remove from the tissue. Anastamosis was hand sewn to complete the case. There were no other consequences to the patient.